Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30 mg/dl, lost consciousness, and was involved in a motor vehicle accident. Low bg cause was not known. Customer was taken to the emergency room (mode of transportation was not provided) and was treated with intravenous fluids of saline, dextrose, and potassium chloride. Customer was discharged the same day with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.